Event description:
It was reported that the patient was admitted to the hospital of 700 mg/dl on (b)(6) 2026 due to pump fell off and hit the floor and pulled the infusion set out and the patient was given insulin infusion IV drip.

Manufacturer narrative:
Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.